Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported broken ail sensor. There was no patient involvement.

Manufacturer narrative:
Addition of h7 and h9.

Event description:
The customer reported broken ail sensor. There was no patient involvement.

Manufacturer narrative:
Additional information added to: e2, g2 for biomed as health professional. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged ail sensor and left corroded iui. Keypad recall completed. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the moog ail kit. A review of the device history record showed the device had a manufacture date of 30may2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported broken ail sensor. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is completed. A follow up report will be submitted once additional information has been completed. Device received with pending investigation.

Event description:
The customer reported broken ail sensor. There was no patient involvement.